Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
(B)(6) received a report stating the transgastric-jejunal was leaking from the jejunal port after removal of the extension set. The caregiver applied tape to the device but the leaking continued and large amounts of fluid leaked onto the patient's clothing. The leaking fluid was irritating the patients skin and causing red bumpy areas around the stoma site. The caregiver reports replacement of the enteral feeding tube will require a radiological procedure. No injury reported the device was in use for two to three weeks prior to the event. No additional information was provided in regards to the patient's status.